Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was unable to perform updates. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to perform outdates, inventory counts, destocking, or unloading. A technical support specialist checked the station, confirmed it was free of synchronization issues, and rebooted the station to resolve the problem. The customer later confirmed that the user was able to perform outdates on the station. The system functioned as intended after the technical support specialist completed troubleshooting of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was unable to perform updates. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.